Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: taxus liberte, mr, ous 3.0 x 28mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent showed the centre struts slightly damaged. It is likely the crimped stent may have encountered resistance and subsequent damage during withdrawal attempts. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found hypotube kinks along the length of the catheter. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 18-april-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The target lesion was located in the severely tortuous and severely calcified proximal left anterior descending (lad) artery. A 28 x 3.00mm taxus¿ liberté¿ drug eluting stent was advanced but failed to cross the lesion. The device was removed and the lesion was predilated with a non-bsc balloon and the same stent was re-advanced. However, the stent still failed to cross the lesion. The device was completely removed from the patient. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a stent damage.